Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there was no indication that the issue was caused by a software anomaly and the software functioned as designed.

Manufacturer narrative:
Device evaluation: a manufacture representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be replicated.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A site representative reported that while in a cranial biopsy procedure, the target was missed by approximately 5-10mm. The first biopsy showed normal tissue and it was observed that it was not int he target site. Intraoperative MRI was used to reset a target at the second site. The second biopsy was diagnostic tissue. Post-op scan merged to intra-op scan revealed a difference in the traversed plan on a superficial target. There was a reported delay to the procedure of approximately 40 minutes due to this issue. No additional information was available.

Manufacturer narrative:
Correction: patient gender updated to proper value.